Event description:
Nurse prepping for patient arrival took bd alaris pump infusion set tubing out of package to prime with 0.9 ns. While unraveling tubing the nurse discovered that the tubing had pulled apart and disconnected from one of the y-sites.